Event description:
During a pta treatment procedure of a tortuous av graft, removal difficulties were encountered. A 6 fr sheath was used along with a gt wire. Resistance was encountered when the physician attempted to remove the gt wire from the oasis catheter. Once it was successfully removed, the physician then tried to reinsert the gt wire. A kink at the hub of the oasis catheter was noted and the physician had difficulty reinserting the guidewire. Another product was used and the procedure was successfully completed. The patient is reported as 'good' following the procedure; no injury or complications were reported.